Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On 10/13/2024, the patient reported that on (B)(6) 2024, they were in the intensive care unit (ICU) because she did not know her sensor fell off and she went into diabetic ketoacidosis (dka). The patient experienced dizziness. The treatment and management of dka was not remembered. The length of stay was not documented. The patient was reportedly not able to provide all of the information needed since she was at work and she terminated the call, but was noted to have been in good condition. Attempts to contact the patient for more details about the episode were unsuccessful. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.